Event description:
On (B)(6) 2015, an abnormal decrease of the battery voltage curve was observed for this subject device (implanted two and a half years ago). The device was programmed in safer mode at 45min-1 with atrial and ventricular sensed events quasi all the time. It should be noted that only one shock was delivered since implantation. However, on (B)(6) 2015, the battery status was as follow: 2.8v with a magnet rate of 83min-1. Based on the preliminary analysis, since battery voltage evolution can not be predicted, recommendations were provided to evaluate the benefit of the device replacement.

Event description:
On (B)(6) 2015, an abnormal decrease of the battery voltage curve was observed for this subject device (implanted two and a half years ago). The device was programmed in safer mode at 45min-1 with atrial and ventricular sensed events quasi all the time. It should be noted that only one shock was delivered since implantation. However, on (B)(6) 2015, the battery status was as follow: 2.8v with a magnet rate of 83min-1. Based on the preliminary analysis, since battery voltage evolution can not be predicted, recommendations were provided to evaluate the benefit of the device replacement.

Manufacturer narrative:
The device was explanted and returned for analysis.

Event description:
On (B)(6) 2015, an abnormal decrease of the battery voltage curve was observed for this subject device (implanted two and a half years ago). The device was programmed in safer mode at 45min-1 with atrial and ventricular sensed events quasi all the time. It should be noted that only one shock was delivered since implantation. However, on (B)(6) 2015, the battery status was as follow: 2.8v with a magnet rate of 83min-1. Based on the preliminary analysis, since battery voltage evolution can not be predicted, recommendations were provided to evaluate the benefit of the device replacement.